Event description:
Pt with norian bone cement was taken back to operating room for add'l treatment. During the scheduled procedure, the surgeon contoured the bone cement as he thought it was sitting too high on the pt's forehead. It is unk if the surgeon would have taken the pt back to the operating room just to contour if other treatment had not been required.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was not explanted and is not available. A device history record review has been requested.

Manufacturer narrative:
(B)(4): a review of synthes device history records for lot n000717 revealed that norion corporation manufactured the crs rotary mixer cement 10cc sterile. (B)(4). There were no ncrs associated with this DHR that indicate any issues related to the complaint. (B)(4): placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).